Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Collimator interface. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a f/u report will be submitted as required.

Event description:
It was reported that the 2800 system presented generator faults after a case. There was no report of pt injury.